Event description:
As reported by the edwards lifesciences affiliate in canada, the six-month tte revealed an slda. Edwards received notification of a pascal procedure in tricuspid position where the six-month tte revealed an slda. The tr was reduced post- procedure from massive to moderate, then increased to severe at discharge. After the slda, the tr grade was massive.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was unable to be confirmed based on unavailability of imagery. Due to limited information, a definitive root cause was unable to be determined. Since serial number is unknown, DHR review was unable to be performed. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Manufacturer narrative:
Additional information was received after an internal image evaluation: after review, the primary finding is high residual tr. There appears to be three pascal ace devices implanted. The first device is at a septal/anterior position and appears stable. The second pascal ace is at a septal/posterior position in the middle of the valve. The device is slightly mobile and appears to interact with chords. There is not enough evidence to confirm slda. The third device is at a septal/posterior position and appears stable. Possible contributing factors to the high residual tr appear procedural related: inadequate leaflet grasping and interaction with chords. Final residual tr appears qualitatively severe to massive. Final tv mean gradient is 2.2 mmhg at a hr of 77 bpm.